Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 12:57 a.m., a sample from this patient was tested using the meter, resulting with a value of 4.4 inr. Within 7 hours of the meter test, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.09 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently ok. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is normally once per week, but currently she is tested every over day. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. There have been no changes in the patient's coumadin medication. The patient's diet is ok. The patient has not had any bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.